Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that at the beginning of the case when the harvester went to screw the bullet tip on the vasoview hemopro 2 scope, it would not screw on the scope. They got another scope thinking there was something wrong with the scope but had the same issue when they tried to screw on the bullet tip. Upon inspection of the bullet tip from the first kit they opened, they noticed that the threads did seem messed. The case was delayed a few minutes. They then proceeded to open another kit and the bullet tip in from the new kit screwed on the scope with no issue and they were able to complete the case. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The lot # # 3000461026 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.